Event description:
It was reported that smoke was observed coming from the remote monitoring product. A new outlet was tried but the smoke continued. The patient is stable with no consequences.

Manufacturer narrative:
The field complaint of the transmitter smoking was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the ac power adapter. The plug adapter (prongs) was removed, and no damage was noted on the green contact strips. The unit was plugged in to the working ac power outlet and the unit powered on successfully. The unit booted up to sleep mode and performed the delete/downgrade process successfully. Upon further inspection, there was no damage to the main pcb of the transmitter or to the main pcb of the ac power adapter. In conclusion, the unit was completely responsive throughout troubleshooting and there was no burn/smoke damage noted to any part of the transmitter or ac power adapter.